Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air gaps in the tubing. Customer's blood glucose was 158 mg/dl. The tubing was changed and insulin was primed to address the event. Reportedly, customer never removed air from the cartridge during the air removal step. Customer used fiasp insulin and tandem technical support educated customer on cartridge/insulin labeling.